Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips remote service engineer, and the failure was confirmed. The service engineer replaced the proportional and 3-way solenoid valve to resolve the issue. The device was retested and calibrated. The device passed all final testing and has been placed back in clinical service. No further investigation is required.